Event description:
Reportedly, the patient visited to the hospital because he received inappropriate ICD shock that were due to noise oversensing (confirmed after reviewing the episodes in the device's memory). A lead issue was suspected and a reintervention was performed. ICD was extracted from the pocket. The physician conducted lead pull test before unscrewing setscrews ; each lead connector of ICD lead was tightly connected in the port. Leads were then disconnected from ICD and measured by a pacing system analyzer. Normal values were obtained in pacing impedance, ventricular threshold and r wave amplitude. Rv coil and svc coil continuity were not measured. ICD lead was cut around the connector portion and rest of lead body was left inside the body. ICD was also replaced. A new ICD and new ICD lead were implanted. The existing atrial lead was also connected to the new ICD. The subject ICD and the portion of lead will be returned for analysis.

Event description:
Reportedly, the patient visited to the hospital because he received inappropriate ICD shock that were due to noise oversensing (confirmed after reviewing the episodes in the device's memory). A lead issue was suspected and a reintervention was performed. ICD was extracted from the pocket. The physician conducted lead pull test before unscrewing setscrews ; each lead connector of ICD lead was tightly connected in the port. Leads were then disconnected from ICD and measured by a pacing system analyzer. Normal values were obtained in pacing impedance, ventricular threshold and r wave amplitude. Rv coil and svc coil continuity were not measured. ICD lead was cut around the connector portion and rest of lead body was left inside the body. ICD was also replaced. A new ICD and new ICD lead were implanted. The existing atrial lead was also connected to the new ICD. The subject ICD and the portion of lead will be returned for analysis.

Manufacturer narrative:
Preliminary analysis of the received device did not reveal any anomaly.